Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the keypad flex tail, motor, vibrator and battery tube assembly. No moisture damage was found on the keypad traces and keypad domes noted. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 8 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the insulin pump from the device being submerged in sea water. The customer stated that the insulin pump had a blank display screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.